Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received.

Event description:
It was reported that the patient saw smoke coming from their charger. As a result, a replacement charger was sent to the patient which resolved the issue.